Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg 2015 (B)(6). (B)(4).

Event description:
It was reported that the patient developed a pocket infection and the device was exposed. During the procedure to replace the device it was noted that the right ventricular (rv) lead had insulation damage. The physician requested some silicone and an upsizing sleeve/endcap to cover the area. Due to the patient's infection the physician did not want to open the patient's chest and implant another lead. The implantable pulse generator (ipg) was explanted and replaced below the muscle with an antibacterial pouch. The skin incision was left opened with a suction device attached and patient was placed on intravenous (IV) antibiotics. The rv lead was repaired and remains in use. No further patient complications have been reported as a result of this event.